Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user attempted to sign in to the system using their credentials, but neither was able to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer remoted in and logged in successfully. An anesthesia pharmacist and an anesthesia doctor were both able to log in without issue, and the station had been checked prior to the call with no login problems identified and no further investigation was required. The system functioned as intended when the field service engineer investigated the issue.